Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion. A non bsc guide extension catheter was used since it was difficult to cross a non bsc balloon catheter to the tortuosity at the proximal site of the lesion. A 20 x 4.00 promus premier¿ stent was selected to treat the lesion but the stent came in contact with the collar of the guide extension catheter. The physician manipulated the non bsc guide extension catheter and tried to cross the promus premier¿ stent inside the non bsc guide extension catheter several times. However, the promus premier&#10259;tent was unable to cross and resistance was noted. The device was removed and it was noted that the edge of the stent was found to be lifted. The device was exchanged with a non bsc stent and the procedure was completed. No patient complications were reported and the patient's status was good.